Manufacturer narrative:
Event info was obtained from the following article: thoo ch, bourke bm, may j. Symptomatic sac enlargement and rupture due to seroma after open abdominal aortic aneurysm repair with polytetrafluoroethylene graft: implications for endovascular repair and endotension. J vasc surg 2004;40:1089-94.

Event description:
As stated in literature article, pt underwent an open repair of a 4.3cm abdominal aortic aneurysm and 5.3cm right common iliac aneurysm with 14 x 7mm bifurcated gore-tex stretch vascular graft. Five years later, the pt presented with right iliac fossa pain. A sac was observed surrounding the right limb of the graft, with no evidence of anastomotic or other leak. Conservative treatment was administered, and the pain resolved. One year later, the pt presented with a recurrence of the pain, and open exploration was performed. When the sac was opened, a large amount of rubbery, gelatinous semisolid material and a little straw-colored fluid was released under tension, and evacuated. There was no evidence of an arterial leak from the anastomoses or from the graft. The dead space around the limb was reduced with imbricating sutures. The pt has remained asymptomatic for two years.